Event description:
It was reported that the pt was implanted a durom acetabular component 54/48 code n on the right side on (B)(6) 2004. The pt was revised on (B)(6) 2015 due to pain, loosening, and pseudotumor.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the DHR were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause of the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in 11/2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in 07/2008 as notification z-2415/2426-2008. (B)(4).